Manufacturer narrative:
The instruments on the loading cart were reprocessed prior to use in patient procedures. The user facility stated an employee began to pull the transfer carriage away from the sterilizer when the loading cart became unstable and fell off the front of the transfer carriage to the ground. A steris service technician arrived on-site, inspected the unit, and identified the locking mechanism on the transfer carriage was not properly locking the loading cart to the transfer carriage. The technician identified that the locking mechanism was not operating properly due to improper maintenance of the unit. The 66" transfer carriage is not under steris contract for maintenance services, all maintenance is performed by user facility personnel. The transfer carriage subject of the reported event was damaged as a result of the event and was removed from service at the user facility. The user facility has several additional 66" transfer carriages that are in use at the user facility. The steris service technician inspected the locking mechanism on the remaining transfer carriages located at the facility while on-site, and made adjustments as necessary. The technician notified the user facility of the proper maintenance practices required for the 66" transfer carriage while on-site. No additional issues have been reported with the transfer carriages in use at the user facility.

Event description:
The user facility reported the loading cart fell from their 66" evolution transfer carriage while unloading their evolution sterilizer. No injury, procedure delay, or cancellation was reported.